Event description:
It was reported that the patient presented to the hospital for device change out due to normal eri. Loss of capture, high thresholds and low pacing lead impedance were observed. Twiddlers syndrome was suspected. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.